Manufacturer narrative:
(B)(4). The reported complaint of iab would not inflate completely was confirmed based on the investigation of the sample received. The customer returned a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging for investigation. The sample was returned in a cardboard box and was in a ziploc bag (inp-1, inp-2). Upon return, the distal end of the teflon sheath was at approximately 38.9cm from the iabc distal tip (inp-4). The teflon sheath was noted connected to the hemostasis cuff (inp-4). The one-way valve was tethered to the short driveline tubing (inp-5). The supplied arterial pressure tubing was connected to the iabc luer (inp-5). The iabc bladder was fully unwrapped (inp-6). The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 6.6cm from the iabc distal tip (inp-7). Bends to the iabc central lumen were noted at approximately 6cm and 30cm from the iabc distal tip (inp-7, inp-8). Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0055in-0.0060in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted damaged central lumen (inp-7). The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip (anp-1). The leak from the iabc distal tip is consistent with the previously confirmed damaged central lumen (inp-7, anp-3, anp-4). The iabc was leak tested again with the iabc distal tip blocked off; another leak site was immediately detected from the bladder membrane (anp-2). Under microscopic inspectio n, a puncture consistent with damage from the damaged central lumen was noted at approximately 6.1cm from the iabc distal tip (anp-3, anp-4); the bladder leak resulted from the damaged/separated central lumen. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire then exited the central lumen and entered the bladder at the location of the inner cannula separation. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint was undetermined. Further action has been initiated under teleflex's quality system by the manufacturing site to further investigate the issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "it was found a helium leak alarm after balloon implantation. After the balloon was removed, it was found that the central cavity was broken and the balloon was found kinked under inflation, causing the balloon to not fully inflation". Another iab was not inserted. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "it was found a helium leak alarm after balloon implantation. After the balloon was removed, it was found that the central cavity was broken and the balloon was found kinked under inflation, causing the balloon to not fully inflation". Another iab was not inserted. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
In section d provided the full UDI # **UDI related data quality updates only**.

Event description:
It was reported that "it was found a helium leak alarm after balloon implantation. After the balloon was removed, it was found that the central cavity was broken and the balloon was found kinked under inflation, causing the balloon to not fully inflation". Another iab was not inserted. No patient harm or injury. The patient status is reported as "fine".